Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint not confirmed. Visual evaluation did not showed any damaged. The twist attachment was not returned. During device functioning testing, the device was able to be attached to a known good reamer.

Event description:
It was reported that during a eclipse vaultlock surgery it was found that the attachment of the shaft was twisted and it did not fit into the reamer attachment. Therefore the surgeon had to use the jacob's chuck to finish the surgery successfully. There was no harm for patient, operator or third party reported. It was not necessary to switch the surgical technique or do a second surgery.